Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) with a ventricullar fibrillattion hearth rhythm using pads, the device inappropriately displayed a "defib pad short" message. The medics then applied a second set of pads and the device displayed a "defib pad short" message. The medics obtained another device however, the pt's heart rhythm was asystole.